Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 588 mg/dl and low blood glucose level of 40 mg/dl. Customer¿s current blood glucose level was 138 mg/dl. Customer was treated with treated with food and glucose tablets for low blood glucose. Customer experienced symptoms such as difficulty breathing, chest pain and body malaise as result of high blood glucose. Customer refused to trouble shoot as there was no allegation of devices use deficiency and also declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.